Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unknown date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mainbody separated from the minicap transfer set. This occurred before patient use. It was stated that the blue mainbody separated from the rest of the system while trying to open the transfer set for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.